Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate and remained static. Customer¿s blood glucose was 225 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.